Event description:
Beckman coulter inc., (bec), (B)(4) received one (1) damaged access ostase calibrator vial which caused the contents to leak. The event occurred when qc pulled a set of ostase calibrators, lot number 115484, to be used for testing. The bottom of vial s4 broke off while picking up the vial to invert. The product is stored in the qc cooler. There was no report of an effect to patients or end users in association to this event.

Manufacturer narrative:
An investigation of the damaged ostase calibrator vials was conducted at bec and a final report was available in (B)(6) of 2010. The investigation determined the glass vials are not compatible to freezing at -70 degrees celsius. A 100 % inspection is conducted when the vial labeling process is performed. Service was not dispatched for this event.(B)(4).